Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 59-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of known coronary artery disease. The patient developed increasing creatinine and increasing ldh levels and initially did not have a foley catheter in place. Upon foley insertion, the urine was pink-tinged. Echocardiography showed the impella to be shallow, and the device was repositioned under fluoroscopy. P-levels were decreased as tolerated by the patient's hemodynamics. Hemolysis was suspected, although no specific hemolysis laboratory tests were drawn. The plan was to remove the impella because the patient had recovered. The patient survived to explant. The reported events are hemolysis requiring device repositioning and device in the wrong position. The reported hemolysis may be influenced by the underlying ami/cgs physiology, hemodynamic instability, renal dysfunction, and suboptimal device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name), and d4 (serial number). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review.